Event description:
It was reported that plate broke at the level of the 7th screw level.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.